Manufacturer narrative:
Follow-up #1: date of submission 06/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged issue with the bolus button was verified. The bolus button cover was found to be detached. The pump powered up to the display with auditory and vibratory features. All the keypad buttons responded properly. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. Reportedly, the bolus button cover was missing/peeling and there was tactile issue with the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).